Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system were implanted for the endovascular treatment of a 6 cm diameter thoracic aortic aneurysm in zone three. The diameter caudal to left carotid artery was 25mm and the diameter caudal to left subclavian artery was 27mm. The distal diameter of proximal neck was 28mm. The proximal diameter of distal neck was 23mm. The right common iliac artery measured 8.6 in diameter and the left common iliac artery measured 9.4mm in diameter. The minimum diameter of right external iliac vessel was 7.9mm and the minimum diameter of left external iliac vessel 8.6. It was reported that during the index procedure, a type b dissection occurred. The physician commented that the patient¿s aorta was severely tortuous and the device was forcibly inserted, which seems to have led to localized dissection. It was not confirmed by final angiography, but confirmed by a follow-up CT. Which device that caused the dissection is unknown. The patient is in stable condition and the bending aorta had difficulty in passing of the wire. Therefore, the patient will be monitored without additional treatment. No clinical sequelae were reported and the patient is being monitored.